Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, a collapsed/torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported the handpiece did not work. The test showed that the handpiece had loose stud and error #291 (pre run attachment). There was no consequence to the patient.